Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump did not alarm for downstream occlusion during patient infusion of oxytocin. The medication was running as per protocol and increased in increments that were appropriate for the patients assessed needs. Another nurse came on shift, and identified that the IV set was clamped and the pump looked like it was running but no infusion occurred and no downstream occlusion alarm occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.